Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, pyogenic spondylitis was observed and revision surgery was performed. The patient underwent posterior lumbar interbody fusion (plif) surgery for lumbar degenerative on an unknown date. No product problem reported.